Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant loss of capture and sensing were noted. A chest x-ray revealed the atrial l lead dislodged. The lead was repositioned successfully.